Event description:
Customer reported erroneous high accu tni (troponin I) test results were obtained for two pts when using synchron lxi 725 clinical system. The erroneous high test results were above the normal reference range, and below the ami (acute myocardial infarction) cutoff of 0.50 ng/ml. Test results were not reported out of the laboratory. Repeat analysis was performed using an access 2 immunoassay system. The test results were within the normal range. No reports of death or serious injury, and no affect to pt treatment as a result of this event. This is event 1 of 2 reported by this customer. An MDR is filed for each of the two pts. Testing was performed on separate work shifts for each of the pts.

Manufacturer narrative:
Customer stated that this issue has occurred several times. The customer provided test results for two pts. Samples were collected in plastic lithium heparin tubes with gel. Samples are centrifuged at 4500 for 8 minutes at room temperature. Specimens are sample from primary tubes and aliquots. Quality control (qc) was within specification prior to and after the event. On (B)(4) 2009, the field service engineer evaluated the analyzer. Replaced seals and o-rings for both the wash and precision pumps. Verified repair per established procedures. On (B)(4) 2009, the field service engineer performed cta (closed tube aliquotter) carryover testing which passed. Ran 40 reps of low level qc through the cta which passed. Performed instrument verifications with no issues reported. Discussed sample handling with the customer and noted the customer pours off samples into insert cups instead of pipetting the samples. Verified repair per established procedures. Root cause was not determined, but may be related to sample handling. This reportable event was identified during a retrospective review conducted between january 1, 2008 and october 23, 2010 of complaints for additional reportable events. This is event 1 of 2 reported by this customer. Related MDR is 2122870-2011-04690.